Manufacturer narrative:
The reported events were helix mechanism issue and steroid plug fell out. As received, a complete lead was returned in one piece with the helix found bent due to procedural damage and clogged with blood. The reported event of failure to retract helix was confirmed. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found the helix bent consistent with procedural damage. The cause of the reported event of failure to retract helix was isolated to helix bent due to procedural damage and clogged with blood in the helix region and over torqued of the inner coil. The reported event of steroid plug fell out was confirmed. The steroid plug was not returned for analysis. The cause of the reported event of steroid plug fell out is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead (ra) exhibited a high capture threshold and low atrial sensing issue. While attempting to change positions, the helix of the ra lead exhibited difficulty in retracting. Additionally, the right ventricular lead (rv) was found to have a helix retraction issue and a crystalline object fell out of the lead. The ra and rv leads were not used and replaced during the procedure. The patient experienced no consequences.